Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Two full-pelvis, anteroposterior radiographs were provided with (B)(4), one taken on (B)(6) 2015 (the day after primary surgery), and one taken on (B)(6) 2020 (three days before revision). A bilateral hip replacement is visible on both radiographs, however only the left implant is relevant for this assessment. The inclination angle of the acetabular shell was measured on both provided radiographs and was found to be 44.8 and 47.4 degrees post-primary and pre-revision, respectively. The g7 bispherical surgical technique recommends that the preferred acetabular orientation is 40 degrees inclination and 20 degrees of anteversion, but final acetabular position depends on patient anatomy and may vary slightly with approach. The difference in the two measured angles may indicate movement of the acetabular shell, thus confirming the reported loosening of the component. The quality of the pre-revision radiograph is sub-optimal, however a radiolucent line may be present around the apical region of the acetabular shell, thus also confirming the reported loosening of the acetabular shell. It is reported that the patient was born on (B)(6) 1950, therefore they were 65 at the time of primary surgery and 70 at the time of revision. Other patient information is not allowed due to country regulations. The provided translation of the original notes of the revision surgery informs that no signs of infection were observed during surgery, and that a trabecular metal cup with a cemented polyethylene liner were chosen, thus indicating that sub-optimal bone quality may have been present. The information for use included with the g7 bispherical acetabular shell [2] warn that: warnings and precautions: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. 5. Tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure. Each component must properly press fit into the host bone which necessitates precise operative technique and the use of specified instruments. Bone stock of adequate quality must be present and appraised at the time of surgery. Possible adverse effects: 4. Loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. The manufacturing history records (mhrs) of the g7 bispherical acetabular shell and associated liner and femoral stem have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. The zimmer biomet product experience report provided with (B)(4) stated that the available information suggests that the device has malfunctioned or failed to perform as intended, and that there were no contributing conditions related to the event. However, based on the available information, it appears that sub-optimal positioning of the acetabular shell and sub-optimal bone stock quality may have contributed to the reported loosening of the acetabular shell. Other contributing factors cannot be discussed without provision of additional radiographs and patient information (additional comorbidities, activity level, bmi), and without examination of the revised components. It was reported that additional patient information could not be provided due to country regulations, and that the revised components could not be returned because they were given to the patient after surgery. However, based on the available information, it appears that sub-optimal positioning of the acetabular shell and sub-optimal bone stock quality may have contributed to the reported loosening of the acetabular shell. Other contributing factors cannot be discussed without provision of additional radiographs and patient information (additional comorbidities, activity level, bmi), and without examination of the revised components. It was reported that additional patient information could not be provided due to country regulations, and that the revised components could not be returned because they were given to the patient after surgery. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product not returned.

Event description:
It was reported that a patient underwent an initial left hip replacement on (B)(6) 2015. Subsequently, the loosened cup and inlay components and the plug-on head were revised due to aseptic loosening of the cup on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Initial report: report source, foreign - event occurred in (B)(6). Associated products: medical product:g7 neutral e1 liner 32mm c, item 010000847, lot 3581155; medical product: tprloc 12/14 por 7.5x135, item 650-0319, lot 3598189; medical product: forte cer fm hd d32/-4.0 12/14, item 164195, lot 2015061443. We have requested that the product be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip replacement on (B)(6) 2015. Subsequently, the loosened cup and inlay components and the plug-on head were revised due to aseptic loosening of the cup on (B)(6) 2020. Attempts have been made but no further information has been provided at this time.